Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The elective procedure was indicated due to unstable angina (angina classification ccs iii) and non-st elevation myocardial infarction. The target lesion was located in the ostium of the left main (lm) artery. The left main trunk was engaged with an xb 3.5 guide catheter. A non-bsc coronary guidewire was advanced into the distal ramus intermedius (ri) artery. The lesion in the ostial lm was predilated with a 2.0x12mm emerge balloon catheter at 10 atms. Ivus of lm showed a 4-4.5 mm vessel with significant neo-intimal hyperplasia and some component of dynamic compression. The lm was stented with a 4.0x12mm promus premier¿ drug eluting stent (des) at 16 atms and then post-dilated with a non-bsc nc balloon catheter at 14 atms. Angiography showed a fractured stent in the proximal lm territory. A 4.0x9mm non-bsc des was placed across the fractured site. Final angiography revealed no evidence of dissection or perforation. There was timi 3 flow and 10% residual stenosis. No patient complications were reported and the patient's status is fine.